Manufacturer narrative:
At the time of this report the device had not been returned for evaluation. The cause of the event cannot be confirmed. Not returned.

Event description:
The surgeon reported that she had experience posterior capsule tears using an mst I/a tip. No vitrectomies were performed and sulcus lenses were used. The patient were reported to have been doing very well postoperatively.

Manufacturer narrative:
The surgeon indicated that 6 tips would be returned for evaluation; however, only 5 tips were returned. The returned tips showed no signs of burrs or rough surfaces that would have caused a pc tear during the polishing stage of the surgery however one of the tips was bent in a way that suggested poor handling and/or poor maintenance. Without evaluating the 6th tip the complaint cannot be confirmed at this time.